Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4), result of examination: the history log files of the received sample were read out and analyzed. On the reported day of event the device was not in use. The device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. All measured values are within our specification. Inside it was assessed that the ribbon cable of the operating unit was incorrectly mounted. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion